Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - balloon detached. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient experienced pain. (B)(4). This medwatch report is in response to receipt of facility report # (B)(4).

Event description:
It was reported that a patient with an anteverted uterus underwent an endometrial thermal ablation procedure on (B)(6) 2012 after a polypectomy procedure and a failed novasure procedure. During the procedure, seven minutes into the therapy, steam from the patient's vagina was noted. The procedure was stopped. When the device was removed, the balloon was detached from the device and remained in the patient. The balloon was removed from the patient with a hysteroscope and grabbers. The balloon was intact but the integrity was compromised. The temperature reading on the controller when the heating error occurred was 80 degrees celsius. The patient sustained a vaginal burn with some superficial reddening of the cervix. There was no excessive bleeding. The patient was treated with silvadine cream in the hospital and was admitted for observation. Upon discharge on (B)(6) 2012, the patient was given a prescription for lidocaine cream. The patient is currently stable.